Manufacturer narrative:
This event is reported solely based on the medwatch information provided by the FDA. Multiple attempts were made to obtain the product for evaluation and to gather additional details regarding the event and the nature of the injury; however, no response has been received to date. An investigation of similar complaints revealed several potential causes, including damages to either the alarm sensor receptacle or the sensor rj-11 clip. Damage to the sensor receptacle can cause the pins inside to become stuck down, either triggering no alarm or false alarm. It can also cause the sensor cable to not have a secure fit with the receptacle, allowing for movement to affect the function. Likewise with damage to the sensor cable clip. Other causes, such as corrosion and moisture damage, are also a possibility. A device history record (DHR) of the affected lot number did not reveal any issues that could have contributed to the reported incident. No ncrs were identified. The sensor passed all verification testing and met manufacturing specifications prior to being released for distribution instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. Ensure all parts of the system are operational before leaving patient unattended. The IFU application instructions states; place bottom sheet over sensor pad. If needed, use an incontinence pad to protect sensor pad from urine or other liquids. Sensor pad may fail if liquid enters at neck of sensor pad. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).

Event description:
FDA complaint received report (B)(4). Per customer report, the bed alarm was placed under the patient. Bed alarm would not arm in posey monitor.